Event description:
Customer's co-worker called for assistance with suspending pump and reported that customer passed out and was unresponsive due to low blood glucose. Paramedics were called for treatment. Advised that once customer is responsive or alert to have customer call medtronic to confirm cause of low blood glucose and test pump.